Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient weighed (B)(6) pounds at the time of the event. They reported that removal was scheduled for late september and as far as they knew the device would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI due to a problem with their device or therapy. The patient has pain in their lumbar spine since ¿always¿ and the implant did not help. The patient has not used their device in over a year and has not charged it so they are unable to put it into MRI mode. One year ago, in 2016, the patient had not charged their device and was not able to communicate. The hcp was redirected to the patient¿s managing hcp to determine MRI eligibility. Additional information was received from the patient on 2017-apr-18. The patient stated that they have not used their ins in over a year so it is depleted. They also stated that their condition has worsened. The patient was redirected to their hcp. Additional information was received from a patient on 2017-may-09. The patient stated that they stopped using their implant as they determined it was not helping their condition. They stopped charging it probably 1.5 years ago. They now need an MRI to move ahead with their future treatment but they cannot put it into MRI mode because it is dead. They have an appointment to have it removed. The cause of the implant not helping was not determined and the issue has not yet been resolved. No further complications were reported/are anticipated.